Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 461 mg/dl. Customer was getting ready for a set change. Customer was running high on friday before he was connected to the insulin pump. Customer's blood glucose never came down after he was connected to the pump. Customer's blood glucose was 259 mg/dl at the time of the incident. Customer's current blood glucose was 239 mg/dl. Customer treated with the pump. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site or insulin issues. Customer reported that the basal rates were programmed accurately. Customer declined to perform the high pressure test. Customer ran a self test and the pump passed. It was found that the customer was only bolusing for meals and not bolusing to treat for high blood glucose. Customer believed that the pump was doing it automatically when his meter sends it over. Customer was educated on the pump.